Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up check post implant procedure. Upon review, the right ventricle lead exhibited high capture thresholds and under-sensing. X-ray was performed and lead dislodgement was confirmed. The right ventricle lead was repositioned on (B)(6) 2020. Patient was stable.